Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi received the part(s) involved with this complaint and completed the device evaluation. Failure analysis investigation could not replicate the 22020 instrument grip error. However, the error was confirmed in system logs. The usm was tested by installing a sterile adapter and had no issue in engagement and all carriage gearbox spins the usual way. The large needle driver instrument on the usm unit successfully engaged multiple times. Presence pins actuating properly with no issue the unit passed normal mode with several instrument and sterile adapter combination. The unit also passed carriage lissajous, direction test, sensors check, carriage switches, carriage strength, sine cycle, fan test, fiber test, brake test and all friction tests on pftp. Carriage axis 3, 4 gearboxes and rotors and carriage top plate will be replace as a precaution to the reported problem.

Event description:
It was reported that during a benign hysterectomy the customer had issues manipulating the instrument jaws on arm 1 of the patient cart. The customer tested the instrument on arm 4 with no issue. The customer had previously reseated instrument, reseated drape, power cycled system, and replaced instrument with no change on arm 1 of the patient cart. The customer is swapping to another patient cart. There was no patient harm.